Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving gablofen at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity. It was reported that the patient started to experience back pain and agitation and as admitted to the hospital. The healthcare provider (hcp) did a catheter access port study and was not able to draw back cerebrospinal fluid (csf). Once the patient was stable, the hcp planned to do a catheter revision. There was no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. The patient was receiving medication at 500 mcg/ml, 129.92 mcg/day. It was reported that the patient upon interrogation, it was noted that the pump went into a motor stall on (B)(6) 2018 at 14:47 that corresponds to him getting an MRI while an inpatient in the hospital. The motor stall did not recover until it was interrogated in the office on (B)(6) 2018. Hcp planned to do a revision changing out the pump and possible catheter revision on (B)(6) 2018. Additional information was received from the consumer via a device manufacturer representative. It was reported that severe pain and increased spasticity was the reason for hospitalization. The patient experienced a bad fall on (B)(6) 2018 after an emergency room visit and was admitted to the hospital immediately following. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model# 863740, serial# (B)(4), found no anomaly. Analysis of the catheter, model# 8780, serial# (B)(4) , found no significant anomalies. Pump connector damage was observed from explant. The boot was out of place and the transition tube was torn. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(4)implanted: 2018-(B)(6)partial explant (pump connector): 2018-(B)(6) product type catheter h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated the patient recovered without sequela. It was also stated the catheter dye study performed at the pump replacement determine patency of the catheter; reported as being ok. Because the patient had been previous admitted for increased pain and agitation, the hcp thought something must have happened to the pump (i.e. Motor stall). The hcp wanted the pump returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. The patient underwent catheter/pump revision on (B)(6) 2018. Dye study was performed and the healthcare provider (hcp) was able to aspirate catheter. The hcp have decided to replace the pump. The pump segment of the catheter did not come off of the old pump. The hcp cut the catheter and left attached to old pump. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.